Event description:
(B)(6) 2013, (B)(4): it was reported the patient had an infection. It was stated that in 2000 the patient had a tooth infection that spread and caused peritonitis. It was noted the peritonitis killed the nerve that paralyzed their gastrointestinal tract and caused the patient to need to explant their implantable neurostimulator (ins). Reportedly, the patient got another ins about 17 months later.

Manufacturer narrative:
Patient code no longer applies to the event. Conclusion codes have been updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient had abscess tooth and the infection went to the implantable neurostimulator (ins). The patient had (B)(6) and survived it.

Manufacturer narrative:
The device was used for an off label indication. The therapy the device was used for was gastric pacing. Continuation: product ID 4300-50, serial# (B)(4), implanted: 1998-(B)(6), explanted: 2000-(B)(6), product type lead product ID 4300-50, serial# (B)(4), implanted: 1998-(B)(6), explanted: 2000-(B)(6), product type lead. (B)(4).